Manufacturer narrative:
Additional part numbers:v2014b - biodrive micro bone screw 2.0mm l 14mm,tv200b - 2.0mm screw driver,tv230b - 2.3mm screw driver.

Event description:
It was reported that the screw drivers got stuck in the screw heads. The screw was removed and replaced.patient outcome:the report indicated that the patient outcome was fine and no adverse effects have been reported for this event.